Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-dilatation with 20 millimeter (mm) balloon was performed. The patient was hypotensive post-dilatation. A 14 fr delivery catheter system (dcs) was then inserted through an 18fr non-medtronic introducer over a non-medtronic guidewire wire via the right femoral artery. The first and final depth of the valve was 2mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Following deployment, mild to moderate paravalvular leak (pvl) was observed. Post-dilatation was performed with the same 20 mm non-medtronic balloon. The patient remained hypotensive. A balloon pump was inserted. There was a slight improvement in blood pressure but hypotension remained. An echocardiogram was performed with report that there was no issue with the valve. However, the echocardiogram revealed that post valve deployment moderate to several mitral regurgitation (mr) was observed. The mr was mild pre-procedure. The physician then discovered the left main artery was blocked by leaflet and calcium. Coronary flow was seen at 80% of valve deployment and initially post-full valve deployment. The physician experienced difficulties cannulating the left main artery due to calcium on leaflet against valve frame. The transcatheter valve markers confirmed commissure pads were not in the way of coronary access. After some delay, the left main coro nary artery was stented. Further blockages were discovered in left anterior descending coronary artery and the circumflex artery which were also ballooned and/or stented. The patient was to be placed on  extracorporeal membrane oxygenation (ECMO). As reported, the physician was surprised by the left main blockage as the coronary sinuses were big at 34 mm and the left main ostia height was 8 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that heparin was administered during the procedure. Per the physician, the cause of the thrombi was not known. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that following the post-dilation for the mild-moderate paravalvular leak (pvl), trace pvl remained. The native leaflet and the calcium on the native leaflet had blocked the left main coronary artery. The was the result of the placement of the transcatheter valve and the post dilatation. The physician reported that the increased mitral regurgitation was not due the transcatheter aortic valve specifically interacting with the mitral valve. Rather it was due to the blockage of the left main coronary artery which resulted in limited heart muscle movement. There was no direct treatment for the mitral regurgitation, rather the angioplasty and stenting of the left main coronary artery had addressed. Following this intervention, mild to moderate mitral regurgitation was present. The extracorporeal membrane oxygenation (ECMO) was required as the heart was still stunned. The physician questioned if the blockages of the left anterior descending (lad) and circumflex had been pre-existing as the patient was medically supported prior to the case. Due to multiple thrombus in the chambers of the heart, the patient died 24 hours later. Updated data: h6 additional annex e and annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record of the valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic therefore no image review was performed. The valve was not returned for product analysis as it remained implanted. Prior to the implant of this transcatheter bioprosthetic valve, a pre-dilatation with 20 millimeter (mm) balloon non-medtronic balloon was performed. Hypotension occurred post-dilatation. Hypotension is a known potential adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The root cause of the hypotension could not be determined with the information available. In this case, after an insertion of a balloon pump, there was a slight improvement in blood pressure but hypotension remained. Following deployment, mild to moderate paravalvular leak (pvl) was observed. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient condition. A conclusive cause could not be determined from the information available. In this case, following the post-dilation trace pvl remained. An echocardiogram was performed with report that there was no issue with the valve. However, the echocardiogram revealed that post valve deployment moderate to several mitral regurgitation (mr) was observed. The mr was mild pre-procedure. Mitral valve regurgitation is a potential adverse event associated with the implantation of the evolut valve and it can be attributed to factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. The physician reported that the increased mitral regurgitation was not due the transcatheter aortic valve specifically interacting with the mitral valve. Rather it was due to the blockage of the left main coronary artery which resulted in limited heart muscle movement. However, this could not be confirmed by medtronic. A conclusive cause of the mr could not be determined with the information available and without any procedural images to review. In this case, there was no direct treatment for the mr, rather the angioplasty and stenting had addressed the left main coronary artery. Following this intervention, mild-moderate mitral regurgitation was present. The physician then discovered the left main artery was blocked by leaflet and calcium. Coronary flow was seen at 80% of valve deployment and initially post-full valve deployment. The physician experienced difficulties cannulating the left main artery due to calcium on leaflet against valve frame. The transcatheter valve markers confirmed commissure pads were not in the way of coronary access. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). As reported, the native leaflet and the calcium on the native leaflet had blocked the left main coronary artery. However, a conclusive cause for coronary occlusion could not be determined with the information available and without any procedural images to review. As reported, after some delay the left coronary artery was stented. Further blockages were discovered in left anterior descending (lad) coronary artery and the circumflex artery which were also ballooned and/or stented. The extracorporeal membrane oxygenation (ECMO) was required as the heart was still stunned. The physician questioned if the blockages of lad and circumflex had been pre-existing as the patient was medically supported prior to the case. Due to multiple thrombus in the chambers of the heart, the patient died 24 hours later. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. With the information available, without any images to review, and valve not returned for analysis, an assignable root cause for the thrombus could not be determined. In this case, heparin was administered during the procedure. Per the physician, the cause of the thrombi was not known. The cause of death was reported to be due to multiple thrombus in the chambers of the heart. It was unknown if an autopsy was performed and the valve was not explanted. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an in herent risk when the patient condition is such that a prosthetic aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the information available, a conclusive relationship between the device and the death could not be established. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. Updated data: h6 method, result, conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: as part of a retrospective review, it was identified the annex f delay code was inadvertently omitted from the previous reports submitted. Additional codes: annex f added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.